Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4440 competitor implantable pacing lead, (B)(6) 1999; 0157 competitor implantable tachy lead, (B)(6) 2004; 4194 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that within a month of implant, the atrial and right ventricular (rv) lead impedances both spiked. It was felt that this was related to a device header issue, and subsequently the leads were tested and were functioning normally. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that within a month of implant, the atrial and right ventricular (rv) lead impedances both spiked. It was felt that this was related to a device header issue, and subsequently the leads were tested and were functioning normally. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.